Event description:
Report 2 of 2 it was reported with bd bactec¿ mgit¿ mycobacteria growth indicator tubes, the customer observed an unspecified number of tubes with no barcode labels attached or crooked barcode labels. It was not indicated if this event occurred before, during, or after use. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex c grid:c13 - operational problem identified imdrf annex d grid: d15 - cause not established investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4066766 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on batch 4066766. Retention samples from batch 4066766 (100 tubes) were available for inspection, all 100 tubes were appropriately filled, no signs of loose caps or missing labels/label position issues in the retention samples. In addition to batch 4066766, batch number unknown was also provided as part of the complaint intake; therefore, a batch history record and complaint trend review could not be conducted on an unknown batch. There were no returns received for this complaint. Photos were provided for the investigation. Photos show tubes with missing labels, low fill and incorrect label position. It is unclear from the photos if the caps are loose. Bd material and batch number are visible in some of the photos. This complaint can be confirmed for missing labels, low fill and incorrect label position. The complaint cannot be confirmed for loose caps no complaint trends for these defects have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple phone numbers provided for the initial reporter. The additional information is as follows: e.1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported with bd bactec¿ mgit¿ mycobacteria growth indicator tubes, the customer observed an unspecified number of tubes with no barcode labels attached or crooked barcode labels. It was not indicated if this event occurred before, during, or after use. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4066766 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no complaints have been taken on batch 4066766. Retention samples from batch 4066766 (100 tubes) were available for inspection, all 100 tubes were appropriately filled, no signs of loose caps or missing labels/label position issues in the retention samples. In addition to batch 4066766, batch number unknown was also provided as part of the complaint intake; therefore, a batch history record and complaint trend review could not be conducted on an unknown batch. There were no returns received for this complaint. The customer provided three photos. Photos show tubes with missing labels, low fill and incorrect label position. It is unclear from the photos if the caps are loose. However, the bd material and batch number are not visible in any of the photos. As the bd material and batch number were not visible, this complaint cannot be confirmed from the photos provided. No complaint trends for these defects have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.

Event description:
Report 2 of 2: it was reported with bd bactec¿ mgit¿ mycobacteria growth indicator tubes, the customer observed an unspecified number of tubes with no barcode labels attached or crooked barcode labels. It was not indicated if this event occurred before, during, or after use. There was no health impact or consequences reported.